Event description:
The patient reported that the infusion device does not properly deliver the basal rates and the basal insulin is not listed in the device memory. The patient reported experiencing elevated blood glucose of 22 mmol/l (396 mg/dl). The patient's normal blood glucose range is 4-6 mmol/l (72-108 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.